Manufacturer narrative:
Discarded by the customer.

Event description:
It was reported that the threading of the device had broken off. No patient involvement or procedural delays were associated with the event.

Manufacturer narrative:
Product not available.

Event description:
It was reported that the threading of the device had broken off. No patient involvement or procedural delays were associated with the event.